Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states ng tube was found to be leaking at the purple cap where the white tubing connects.

Manufacturer narrative:
After reviewing our database and the device history record, the lot number reported by customer 8884720825 was provided incorrectly. Therefore, a retrieved of the device history record could not be possible since the lot number does not correspond and is not recorded in a product code. One decontaminated sample without original package nor lot number was received for evaluation. After performing a functional inspection it was observed that there was a fail leak in the tube and cap. During the bonding process it is necessary to apply solvent (thf) to the device, it is important to apply the correct quantity according in to procedure, if the device is lack of solvent (thf) the leak is present it at the device. Since this is a manual operation the defective condition could be originated due to a lack of solvent (thf) between the tip connector to bolus tip and hollow rod connector. Since this is a manual operation the defective condition could be originated due to a lack of solvent (thf) between the tip connector to bolus tip and hollow rod connector. In order to improve the bonding process a new fixture will be designed to improve and standardize the thf solvent application between the tip and connector. This will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.